Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -10.00/+3.50/x141 diopter implantable collamer lens in patient's right eye on (B)(6) 2016. Low vault with lens rotation was noted. The physician tried to reposition the lens, but the lens moved again on (B)(6) 2016. The lens was explanted and exchanged for a longer length lens on (B)(6) 2016. This resolved the problem. Patient's last visit on (B)(6) 2016, ucva was 20/20.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found that haptic was broken. Work order search: no similar complaints were reported for units within the same lot. Corrected data: (B)(4).